Event description:
Stent slipped off the balloon, which was not apparent until deployment. Attempted to snare the balloon for over 2 hours. A self expanding stent had to be placed to cover the icast.

Manufacturer narrative:
Analysis of the balloon catheter yielded crimp marks on both the balloon and the catheter staff indicating a proper crimp. A review of the data recorded by quality control on this lot indicates all specifications met requirements. Based on the limited amount of info as well as a balloon catheter which exhibits all features typical of a properly crimped device, no fault was found with the mfg process.